Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient weight not made available from the site. Return requested. Suspect inserter has not been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site stating that, while in a spine procedure, the back of the threaded part of their transforaminal lumbar interbody fusion (tlif) inserter broke off when the surgeon was pounding in the capstone cage. The procedure was delayed a minute as the surgeon used pliers to unthread the inserter from the cage. No further details regarding the damage, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was not returned to the manufacturer. The customer chose to send the device to a non-medtronic facility for repair. The customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired by a non-medtronic firm.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.